Event description:
After the trocar placement when the dr. Moved the camera, the trocar broke completely in a circumference. All pieces were removed and checked against a new trocar for intactness. There was no patient harm. This has happened twice in the past 4 months, with the same surgeon. After speaking with the department chair, it was noted that the surgeon's approach in both cases was through the umbilicus in order to decrease visible scars. In both cases the uterus was large. By using the approved placement of 10-12 cms above the top of the uterus would have allowed adequate movement of the camera and avoided the break. After discussion with the surgeon, she will change her approach.